Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified in the alarm history due to the history file being overwritten. The excessive no delivery alarm test and occlusion test could not be performed due to the motor error alarms. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm during basal. Customer was assisted with clearing the alarm and was advised to disconnect from the pump. Customer's blood glucose was 136 mg/dl. Customer stated that the motor error occurred 4 times in the last 30 days. Customer also had a motor position encoder error alarm in the alarm history. Customer does not use the sensor feature on the pump. Customer is able to rewind the pump. Customer was advised to return the pump with the battery and zero out the basal rates. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.